Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493378, mfd. 08/01/2015, exp. 2020-08-01, (B)(4); 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493448, mfd. 06/15/2015, exp. 2020-06-15, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later complained of a recurrence of pain. The surgeon thought the first and third implants showed lucency via CT scans. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the first and third implants using chisels and added new hardware. No other si joint implants were adjusted or removed. The status of the patient following the revision is not known.